Event description:
Pt went in to a surgeon for follow up appointment, and it was discovered that the implanted plate was broken. Pt had seizure and fell. Pt's jaw was broken and spine was fractured.

Manufacturer narrative:
Investigation in process, but not yet complete.